Manufacturer narrative:
The account has ordered a lockout box to resolve this issue. Per the hill-rom service manual, whenever a person should be restricted from operating the resident controls or handset controls, activate the applicable control lockout knob to prevent operation operate. Failure to lockout the controls could cause injury. The control box lockout is located at the foot end of the bed. The position of each control knob on the control lockout is pictorially labeled to indicate each governing function and the locked/unlocked position. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the head section was raising by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).